Event description:
(B)(4) - the dealer reported that the ct7a custom mechanical wheelchair front forks and casters had the threads stripped, an would not accept the installation of the new forks. There was no injury reported.